Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise artifacts being oversensed and exhibited low, out-of-range shock impedance measurements of one ohm. X-ray imaging was performed, and the electrode was found to be pulled back all the way to the patient's side and looked to be touching the pulse generator. Twiddler's syndrome was thought to be the most likely cause. Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise artifacts being oversensed and exhibited low, out-of-range shock impedance measurements of one ohm. X-ray imaging was performed, and the electrode was found to be pulled back all the way to the patient's side and looked to be touching the pulse generator. Twiddler's syndrome was thought to be the most likely cause. Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual inspection found an arc mark on the s-ICD, consistent with the x-ray imaging detailing that electrode had pulled back into the pocket and was touching the pulse generator (pg). Diagnostics found the device unable to charge, battery depletion indications and charge timeouts being most likely associated with the electrode arcing to the device. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pg case. Therefore, the damage is deemed due to the environment outside of the device.